Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing cylinders were removed and replaced. Inspection of the explanted device confirmed fluid loss due to a hole in the left cylinder. The cause of the hole was not elucidated on the facility. The patient was stable and improved following the procedure.